Event description:
Related manufacturer reference number 3006705815-2022-00089. It was reported that patient experienced ineffective therapy due to high impedances. In turn, the patient underwent surgical intervention wherein both existing leads were explanted and replaced. Therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.